Manufacturer narrative:
The complaint of over infusion was determined to be due to separated bosses on 3rd party manufactured bezel. Inspection: lvp sn (B)(4). The device was received in poor condition. The instrument seal was missing. The top screw was missing from the rear case resulting in a gap between the bezel and rear case the bottom screw in the rear case was observed loose and not fully seated. Dried fluid was observed on the male iui, on the rear case under the female iui, and under the membrane frame. Corrosion observed inside the rear case. Door latch and sear were observed manufactured by 3rd party. Ail assembly observed broken in multiple locations (sn (B)(4); date code: july 25, 2007) bezel was observed manufactured by 3rd party (date code: unknown) bezel was observed with all bosses separated. Conclusion: review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, on the reported event date, the suspect device successfully completed an infusion of guardrail drug heparin protocol wt (drugid= 307) at a calculated rate of 7.296 ml/hr (vtbi= 20 ml). The device was in kvo (rate= 7.296 ml/hr) for approximately twenty-one minutes before recording multiple alarms for flo stop open and door open. At 9:15 pm, the suspect device programmed an additional vtbi of 225 ml to infuse. Approximately 2 hours later, the device alarmed for air in line, door open and flo stop open before being channeled off. Pvi= 37.745 ml the event administration set was not returned for investigation, therefore the possibility of the set being a contributing factor could not be explored. Inspection showed the door latch/sear and pumping mechanism assembly were manufactured by 3rd party. O testing and validation of performance and functionality of third party manufactured parts has not been performed and use is not recommended for the maintenance, service and repair of carefusion/bd devices. Inspection of the pumping mechanism found all bosses completely separated. Testing showed the device was not delivering fluids within specification. Over infusion testing was performed per test method results indicate that the system was not operating within specification. The probable cause of the customers complaint of an over infusion was due to the separated bosses on 3rd party manufactured bezel. A review of the device history record showed the device had a manufacture date of 09/04/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that an lvp went into free-flow. A new bag of medication was hung at 9:09 pm. The medication infusing was heparin 25,000units/250cc in d5w. The intended programming set was to infuse at 7.3 ml/hour (for 12 units/kg/hour based on a weight of (B)(6) kg). The total volume that should have infused over 2 hours was 14.6ml. It was discovered at 11:40pm the IV bag was completely emptied out. The heparin drip was stopped and prothrombin time test (ptt) ran. The heparin was restarted once the ptt results trended back down, the next day. The patient had to have a prolonged hospital stay due to the event. Although requested, no further information provided.